Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that a malfunction alarm occurred. A replacement pump was sent to resolve the issues. Customer¿s blood glucose value was 181 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.